Event description:
Customer indicating that the contrast delivery set packaged within the covenience custom kit developed with air bubbles in the line, even after de-bubbling. Had an incidence of air being injected into a patient's kidney. There was no patient injury. The used device was discarded by the hospital.